Manufacturer narrative:
D4: additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: based on all collected information from the customer, heater cooler 3t units were kept filled at weekends for emergency surgeries and are not monitored for h2o2 levels on saturday and sunday, even if they are always tested before next use. This is not in accordance with device instructions for use and this deviation (h2o2 not checked daily when the device is stored full of water) may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. Disinfection of device every two weeks. Water change weekly. Hydrogen peroxide testing and top up daily. Water quality testing monthly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during routine water quality testing, the 3t heater cooler device was contaminated with mycobacterium chimaera. ((B)(6) 2024) and mycobacterium gordonae ((B)(6) 2023) and mycobacterium chelonae after 3 weeks post-disinfection ((B)(6) 2022). Other 8 events about total viable count (tvc) >300 in the following dates were reported in 2023 and 2024. There is no patient involvement.

Manufacturer narrative:
Through follow up livanova was informed by the customer tests for ntm's monthly on a pre and post disinfection basis. The 3t was positive also in the pre phase, though (B)(6) and (B)(6) are outstanding. Full results were provided and they included the filtered tap found in the decontamination unit. Customer does not routinely test taps and they are looking into this. There were no other devices in theatre, blankets are not in use and the 3t devices were never used on ICU. Strict adherence to the IFU is followed and I have also included our latest version of the sop. Single use gloves are worn for each machine. A t90 filter is used in decontamination unit and last 90 days. There are two further sinks in the hospital, which are used for water tank changes on the alternate weeks. These use the pall aguasafe filter, which are changed weekly. The hcu's are used inside the operating theatre, with the fans facing away from the surgical field including instruments etc. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.